Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was not pacing appropriately during a hospital admission for acute lung edema. Further inspection revealed that the lead had dislodged from the original implant site. The atrial lead had also dislodged. The patient with this lead system is pacemaker-dependent. The physician successfully repositioned the defibrillation lead; however, the atrial lead could not be repositioned. The atrial lead was extracted and a second lead was implanted without further incident. The patient was reported to be in good, stable condition upon the completion of the procedure.